Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. Through follow-up with the surgeon, the cause of death was noted as myocardial infarction (mi), ventricular septal defect (vsd), and heparin induced thrombocytopenia (hit).

Event description:
It was reported that patient underwent total hip arthroplasty in 2005. Subsequently, patient was revised in 2009 to remove and replace the liner and head component. The liner showed evidence of wear.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had a patch implanted, however, that event has been determined to be not reportable. A device history record review is in process. Through follow-up with the surgeon, the cause of death was learned, however, no additional information regarding this device was provided.